Event description:
It was reported to nova biomedical that a consumer received a result of 590 mg/dl on their blood glucose meter. The consumer administered 23 units of humalog and 11 units of symilin. The consumer experienced a hypoglycemic event which did not require any medical intervention. The consumer treated himself with glucagon to bring his blood sugar level up. It was found during the phone call, the consumer was using expired test strips. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.